Event description:
The initial complaint was reviewed and found not reportable. It was clarified that the procedure was an initial procedure, not a revision. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event related to a synthes device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. It was clarified that the procedure was an initial procedure, not a revision. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a device after it is released for distribution. There is no report of an adverse event related to a synthes device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Investigation summary he at the complaint level attached pictures are relevant for instrument repair complaint, they have no relevance for this complaint regarding the degenerative disc disease. Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
4/3/2019: updated event description: device report from synthes united kingdom reports an event as follows: it was reported that on an (B)(6) 2019, the patient underwent an anterior lumbar interbody fusion (alif) surgery due to a degenerative disc disease. There was absolutely no problem with the implant. This was after the procedure after the patient had left theatre. Procedure and patient outcome are unknown. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Modified event description provided for reporting. Investigation summary: the at the complaint level attached pictures are relevant for instrument repair complaint (B)(4), they have no relevance for this complaint regarding the degenerative disc disease. Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
04/22/2019: modified event description: there was no surgical delay. The patient was fine after the procedure. This complaint involves unknown number of devices.

Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown synfix evolution spacer/unknown lot. Part and lot number are unknown; UDI number is unknown. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an anterior lumbar interbody fusion (alif) surgery due to a degenerative disc disease. Procedure and patient outcome are unknown. This report is for an unknown synfix evolution spacer. This is report 1 of 2 for (B)(4).